Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s233 (over temperature-psc) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation the device did not alarm with a s233 (overtemperature) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fam was rotating to slowly to cool the device. The probable cause of the customer reported s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.